Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "a trident psl cup and liner was inserted by a surgeon, the liner dislodged while the patient was in recovery. The patient had to go in for surgery again 5 days later (13/8) for a revision to remove the liner and replace it and insert correctly. I suspect it was not impacted correctly for the locking scallops to engage but the liner had to be revised. The cup remained". Revision and liner change.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the device is covered in scratches and dents. Damage is consistent with attempted implantation/explantation. The outer rim of the device shows additional damage. While it is not possible to confirm, this damage appears to be consistent with misalignment of the liner with the indexing barbs on the shell. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. It was also reported that the device was implanted with a competitor femoral head. This is an off label application. Review of the IFU noticed in compatibility - insert-to-head section that "howmedica osteonics polyethylene inserts can be used with all howmedica osteonics metal or ceramic heads". It was also in warning section that " do not substitute another manufacturer's device for any of the howmedica osteonics trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure". However, the trident liner was used with a competitor head".

Event description:
It has been reported "a trident psl cup and liner was inserted by a surgeon, the liner dislodged while the patient was in recovery. The patient had to go in for surgery again 5 days later (13/8) for a revision to remove the liner and replace it and insert correctly. I suspect it was not impacted correctly for the locking scallops to engage but the liner had to be revised. The cup remained". Revision and liner change.